Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the aortic neck was 22mm, and the length of the aneurysm was 170mm. Aneurysm and vessel morphology was unknown. The pt has a history of coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, hypertension, myocardial infarction, tobacco use, and valvular disease. It was reported that, during the procedure, the 22 french sheath caused a dissection in the left external iliac artery, requiring repair with a wall stent. Final angiogram demonstrated no evidence of endoleak and an acceptable outcome. No clinical sequelae were reported, and the pt is reported to be fine.